Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. The customer treated low blood glucose be eating chocolate. The customer stated they received calibration error. The customer was assisted with troubleshooting. Customer declined troubleshooting for low blood glucose. There was no indication that the insulin pump over delivered insulin. The customer was advised that the sensor would be replaced and agreed to return the device for analysis

Manufacturer narrative:
Inspected 1 opened/used partial sensor and perform continuity resistance test. Sensor failed per specifications. No needle return.